Event description:
A system operator reported one patient with an over correction in both eyes following custom lasik surgery. Clinical records were provided and indicated at 5 weeks post-op, this patient exhibited a 2.25 diopter over correction in the right eye and a 1.25 diopter over connection in the left eye. Additional information has been requested.

Manufacturer narrative:
A surgery database performance verification was conducted on this system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery.